Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The stem protector was inadvertently left the patient. The patient was revised and the stem protector removed. This event took place outside of the united states, in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the reoperation reported was likely the result of the stem protector falling off of the humerus while preparing the glenoid without the scrub team or surgeon noticing, which led to finishing the surgery with the stem protector still in the patient.

Event description:
The stem protector was inadvertently left the patient. The patient was revised and the stem protector removed. This event took place outside of the united states, in (B)(6).

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The stem protector was inadvertently left the patient. The patient was revised and the stem protector removed. This event took place outside of the united states, in great britain.